Event description:
It was reported that a pump has close door issue. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval found that the force required to secure the door is above expected levels. If the required force is not applied, it will cause the unit to alarm for door not fully latched. This condition is caused by door hooks out of adjustment. The door hooks and latch pins were replaced.